Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while approaching during a laparoscopic appendectomy, when they were checking that status of the reload, it was in the state of the jaws¿ opening larger than usual and it could not be closed. They used another reload to complete the case. The event occurred during the procedure but the product was not used for patient.